Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. No problem was found. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information that an image acquisition system (ias) was not holding charge. The site had it plugged in all day and not on and it was still losing charge fast when unplugged. There was no patient present when this issue was identified.